Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the hospital with af with rapid ventricular response. Vs events due to undersensing af were noted. Programming and possible atrial ablation was suggested. The device was explanted and replaced.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.